Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor cannula was broken. Customer's blood glucose level was unknown at the time of incident. Customer stated that before the insertion the needle was not retracted completely and is unsure if the cannula sensor was still under the skin also the senor bled just after insertion. The sensor will not be returned for analysis.